Event description:
Report 1 of 2 for the same event. Report received from the USA stating that during crani surgery the attachment device and the motor device ¿heated up.¿ there was no delay in surgery. A spare identical attachment device was available for use and the surgery was completed successfully. There were no injuries or medical intervention required. The reporter declined to provide patient information. There was no additional information provided.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and did not exceed temperature limits. The reported condition could not be duplicated therefore the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).